Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was shut off randomly and only works for an hour after battery change. The customer's blood glucose level was 10.9 mmol/l at the time of incident. The customer will not return insulin pump for analysis.